Manufacturer narrative:
Log file analysis review date: 08/24/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: low flow alarms have been logged at the following dates: (B)(6) 2015. 16 high watt alarms have been logged since (B)(6) 2015. 3 vad disconnect alarms have been logged on controller. 16 electrical fault alarms have been logged since (B)(6) 2015. An action investigation related to this is issue is being conducted by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02261 and 2015-02262) submitted for devices related to the same event.

Event description:
It was reported that the "medical doctor (md) from the hospital reported to the manufacturer about electrical fault on saturday ((B)(6) 2015). Upon the "external inspection from the md, it showed no driveline damage or other issues." The "md send no log files and has asked for help on the spot." On (B)(6) 2015, the manufacturer representative "performed a cleaning procedure to remove the contamination from driveline connector." "It showed a blood clot internal from the driveline connector." "After cleaning and reconnection the pump starts with no electrical fault and normal energy power." Pump was turned off for two minutes in order to perform proper cleaning procedure and controller exchange. It was stated that there was no patient preparation needed for the procedure. It was also noted that the cleaning procedure was done in an outpatient setting. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02261 and 2015-02262) submitted for devices related to the same event.